Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 6 months post implant of this bioprosthetic valve, the valve was replaced with a transcatheter valve-in-valve. No further adverse patient effects were reported. It is unknown what the reason for replacement was.

Manufacturer narrative:
Medtronic received additional information that the replacement procedure was due to stenosis of the aortic bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.